Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a hernia repair procedure on unknown date and mesh was implanted. Following the procedure, the patient experienced a recurrent hernia and required a new hernia repair surgery. The re-operation revealed adhesion of bowel on the previously implanted mesh. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: 12/09/2015. Actual explanted piece of mesh was received for evaluation. Visual inspection was performed and shows one tack in the middle of the mesh. No information is available about the anatomical plane of implantation and no information of the fixation technique. The reason for the adhesions and the recurrence could not be verified. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.